Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) new safety disk that was received has failed. One of the safety disks received was an out of box failure. The tech ran it twice and it failed the membrane leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Biomed does their own service for the cardiosave iabp's-they do not use getinge, so no service order. This was an out of box failure. Customer handled the issue.